Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : lot 1864318 this manufacturing record (DHR) was reviewed previously. No related deviations or anomalies identified. (See (B)(4)). Device history review : lot 1864318. This manufacturing record (DHR) was reviewed previously. No related deviations or anomalies identified. (See (B)(4)) if information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Unf and medical records received. After review of medical records, the patient was revised for failed left hip tha with loosening. Operative notes reported that there was a thick white or tannish fluid. The fluid was irrigated, which most probably was a foreign body reaction to osteolysis. The femoral component was loose. Has osteolysis around the stem with some holes filled with fibrous tissue. There was minimal bone growth in the cup as well. Doi: (B)(6) 2006; dor: (B)(6) 2011; left.